Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 488 mg/dl and diabetic ketoacidosis. The customer had been nauseous and vomiting. At the time of the phone call the customer's blood glucose was 153 mg/dl. The customer had been treated with insulin drip at the hospital. Troubleshooting was performed on the insulin pump and everything tested within specification. The high pressure test passed. The drive support cap was recessed. In the alarm history there were several no delivery alarms present. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).